Event description:
Home patient called baxter technical service center to request assistance in ending therapy due to spike of homechoice set separating from solution bag during dwell two of apd therapy with homechoice machine. Patient reports that pt accidently pulled homechoice set spike from the supply line bag while rolling around in bed trying to get comfortable. Patient reports that pt re-spiked solution bag onto same homechoice supply line spike and attempted to complete therapy. Patient was unsuccessful and completed therapy with manual exchanges. Patient reports no injury or medical intervention as a result of incident.